Manufacturer narrative:
A series of photos were shared by customer, where customer is showing the device, some fluid is inside. However, no leaks or anomalies are noted. Complaint cannot be confirmed.

Manufacturer narrative:
The device is not available for evaluation. There is not lot number available for device history review. A supplemental MDR will be opened if any update is made available.

Event description:
Event occurred regarding 7" (18cm) pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer, non-dehp tubing, bulk non-sterile where it was stated in the report that "defective j-loop leakage occurred at the junction where the j-loop connects to the insyte, creating a sticky contrast mess." There was patient involvement but no patient harm. There was delay in therapy.